Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy (2005) performed during mesh implantation. It was reported that on (B)(6) 2009 mesh was implanted in the patient. It was reported that patient underwent mesh removal in whole or in part in (B)(6) 2013 . It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding, and neuromuscular problems. It was reported that patient had her appendix removed in the fall of 2011 it was reported that patient had a colonoscopy in 2010. No additional information was provided.

Manufacturer narrative:
(B)(4).